Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during shoulder scope, the metal tip of the super multivac 50 ifs burned off and was falling off inside the patient. Tip was successfully retrieved from the patient. Procedure was resumed, without any delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the electrode is detached from the distal tip of the device. The electrode was not returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.